Manufacturer narrative:
This report is submitted on (B)(6) 2107 by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was treated with a topical steroid (date not reported).

Manufacturer narrative:
Additional information was received : a skin revision was performed using the biopsy punch on (B)(6) 2017, and a topical antibiotic was administered.